Manufacturer narrative:
(B)(4). The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the hospital. Based on the information provided, the wheel brakes were not locked as expected; therefore the ventilator rolled over and crossed the safety line. As a consequence, the expiratory cassette was damaged by bumping the wall of the MRI machine. The expiratory cassette was replaced by our field service engineer. Our conclusion is that the user had not followed the instructions for use of the ventilator in the mr environment.

Event description:
(B)(4).

Manufacturer narrative:
On 01/26/2016 02:03 pm (gmt-5:00) added by (B)(6): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the therapist failed to lock the wheels of the ventilator after transporting the ventilator to the magnetic resonance imaging (MRI) room, therefore, the ventilator was pulled into the MRI unit. There was no patient involvement. (B)(4)